Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that there was heating around the implantable neurostimulator (ins) and continued getting worse and the patient was in the emergency room. There was a report that they lost "3 1/2 stone" over last year and the patient felt the ins had moved in the pocket. It was reported that the pressure makes the hot sensation worse. The symptoms were considered gradual. No further complications were reported/anticipated.